Event description:
The customer used the device to check the blood glucose and obtained a result of 170 mg/dl. Customer delayed eating breakfast and then took 6 units of humulog. One hour later customer was incoherent and emts were called. Customer's device then read 132mg/dl and the emts checked pt on their meter and the result was 22mg/dl. Customer was given a glucose IV and transported to the hosp. The customer stored the test strips against labeling with the vial cap off. Controls were run and out of range. The device was replaced and requested to be returned for evaluation.